Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pulse generator entered backup vvi mode. No intervention was performed. There was no patient involvement.